Event description:
Double lumen PICC [peripherally inserted central catheter] secure under dressing, yet hub cracked at primary lumen, leading to saturated dressing and early removal of line, lab work, new IV and disruption in sedation medication. Line is a sub from vygon. Lot #24g002d 2.0 dual lumen.